Event description:
The company was informed that the patient experienced a csf leak during initial implantation and it was repaired. On (B)(6), 2014 a second surgery was performed later to repair the csf leak. The patient's device was activated on (B)(6), 2014 and no further csf leak were issues reported.